Event description:
It was reported that this pacemaker exhibited undersensing of r waves which led to over pacing. It was noted that the device was reprogrammed successfully. At this time, no adverse patient effects were reported. This pacemaker remains in service.